Manufacturer narrative:
This report is submitted on october 28, 2016 by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. (B)(4).

Manufacturer narrative:
It was reported that the patient's device was explanted due to migration of the electrode array. This report is submitted on december 02, 2016 by cochlear limited on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011.

Manufacturer narrative:
This report if submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed october 4, 2016. H3 other text : device not yet returned to manufacturer.

Event description:
Per the clinic, the patient experienced poor performance and pain with device use resulting in the decision to explant the device. Subsequently, the device was explanted on (B)(6) 2016, and the patient reimplanted with a new device during the same surgery.